Manufacturer narrative:
Batch review performed on 17 december 2025. Lot 2335805: (B)(4) items manufactured and released on 07-sep-2023. Expiration date: 2028-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year 1 month after the primary, the patient came in reporting instability due to laxity. The surgeon revised the 12mm insert with a 17mm insert and the surgery was completed successfully.